Event description:
Further follow-up revealed that the patient was seen by infectious disease physician who instructed the patient to continue IV antibiotics for approximately 3 months.

Event description:
Further follow-up revealed that the patient is currently medically stable. Neurologist indicated that the droopy eye persists and that no intervention is planned. The cause of the infection is most likely the implant procedure. The cause of the patient's droopy eye was likely a result of a nerve injury due to the explant procedure.

Event description:
Reporter indicated that vns patient was explanted due to infection. The patient's family member initially reported that the patient began to develop swelling under the generator approximately one month after implant surgery. The swelling reportedly started right after stimulation was initiated. Treating surgeon indicated that there was no redness or warmth and that the site was not infected. Surgeon indicated at that time the patient had a normal amount of post-operative swelling around both incision sites and that patient was doing well. Approximately six months later, the patient's family member reported that both the lead (exluding electrodes) and generator were explanted due to infection. The infection was present at the pulse generator/pocket area. The patient's family member also reported that the patient had a "droopy eye" following the explant surgery. Both preoperative and intraoperative antibiotics were prescribed at the time of implant surgery, as well as post-operative antibiotic therapy. The vns therapy system tunneling tool was used as a single-use-only instrument during implant surgery. The patient had not undergone any other surgical or dental procedures or invasive monitoring either three months pre or post vns implant and it was reported that the patient did not irritate/scratch at incision site. Further follow-up revealed that the patient's eye was much better and that no intervention for the droopy eye had been taken or was planned. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported event.